Event description:
The pt stated his infusion tubing has been breaking near the headset. He stated the tubing "bends at a 90 degree angle" and breaks. He stated his blood glucose measured 335 mg/dl before bed and he gave himself a bolus. He stated that when he woke up his blood glucose had elevated to 555 mg/dl. He then discovered the broken infusion tubing. He stated he changed his infusion set and gave himself an injection to lower his blood glucose. His normal blood glucose range is 80-160 mg/dl. Symptoms of high blood glucose were thirst and burning/cramping in his legs. The pt was not available for follow up. The pt did not request assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.